Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a replacement procedure, as the left cylinder bulged. During surgery, it was noted that both the outer and internal layers of the left cylinder were affected by the bulge. The existing cylinders and pump were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a replacement procedure, as the left cylinder bulged. During surgery, it was noted that both the outer and internal layers of the left cylinder were affected by the bulge. The existing cylinders and pump were removed and replaced. No additional patient complications were reported.